Manufacturer narrative:
The technician found the casters will lock but continue to swivel from side to side. The technician replaced the casters and the caster supports to repair the bed.

Event description:
Info received indicates the brake is not holding.